Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the software was lagging in the navigation task. The software seemingly was about 60 seconds delayed after showing the instrument to the camera, this is noticed with all instruments. Nothing was obstructing line of site, and the psu was adjusted- not too far or too close. This was noticed during a t7-pelvis fusion, but only after the second registration (CT-fluoro, "oec vas c-arm") l1-s2. All instruments were accurate. There was no impact to patient's outcome and there was no surgical delay time.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378-05, software version #: 5.1.1. H3, h6) software data was received and analysis confirmed the reported event. The results concluded that this issue was related to a known software anomaly. Codes b01, c10, and d18 are applicable to this software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.